Manufacturer narrative:
Additional information has been received for this event from the customer. The returned device has been evaluated. Correction being made for medical device problem code. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h3, h4, h6, and h10. The model and serial numbers of the devices used in conjunction with the device at the time of the event are not available. Device was not inspected as it is a single use device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The returned device has been evaluated. The device probe is broken off. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. The grasping section was detached from the shaft. The pin in the distal end of the shaft was not detached from the grasping section. There is peeling of the coating on the grip part. The exact cause of the broken probe could not be determined. However, based on investigation results in the past, the probe might have come in contact with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. 1. Hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal and cut mode causing the scratches on the probe. 2. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 3. A force was applied to the probe causing it to break. Or, 1. Grasping section was closed without grasping anything while the device was activating in seal and cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3. Then the output was activated in seal and cut mode this caused scratches (contact marks) to be made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. 4. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 5. A force was applied to the probe causing it to break. The exact cause of the detached grasping section could not be determined. However, based on the result of replication testing, a likely reason for the detachment of the grasping section might be the following: an excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. The circumstances surrounding the event (the reason why a force was applied to the grasping section) were unclear. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use.

Event description:
Addendum feb 15, 2023: the procedure was total laparoscopic hysterectomy. There was a delay of 30 minutes for the completion of the procedure. The device probe broke off outside patient. At the time of the event, the doctor was performing seal and cut function with seal and cut level 1, seal level 3.

Manufacturer narrative:
Full address of the facility is (B)(6). There are two devices from the same lot and failed with broken probes associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (first device) and (B)(6) (second device). This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic hysterectomy, after using the device for 15 minutes, the device probe broke off. The device could not be used to continue the procedure. A new device from the same lot was opened, and the procedure continued. After using the second device for a while, the probe of the device broke off and fell into the patient. The broken piece was removed from the patient safely. There is no harm or adverse impact to the patient. A third demo device was opened to continue and complete the procedure successfully. The doctor was concerned about the device quality and durability as such an event had not occurred with the doctor before.